Manufacturer narrative:
(B)(4). Batch # m5346f. The analysis results found that the ecs29a device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a colon resection procedure, the end piece would not connect to the device. The devices were removed from the field, and the case was completed with another device. There were no patient consequences reported.